Event description:
It was reported that the patient experienced a hinge of the ams 700 inflatable penile prosthesis at the base of the penis. A future revision is scheduled. Patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that the revision has not yet taken place. The device is inflated and then penis is firm but appear to lose rigidity at the base allowing the shaft to move.